Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. Boston scientific technical services (ts) was contacted for data review. It was discussed that the shock was most likely delivered due to myopotential over-sensing and decreased r-wave amplitude measurements. Provocative maneuvers were performed which reproduced noisy signals and the device was subsequently reprogrammed to the secondary vector. Recently, the patient received another inappropriate shock due to over-sensed myopotential noise. The physician elected to explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. Boston scientific technical services (ts) was contacted for data review. It was discussed that the shock was most likely delivered due to myopotential over-sensing and decreased r-wave amplitude measurements. Provocative maneuvers were performed which reproduced noisy signals and the device was subsequently reprogrammed to the secondary vector. Recently, the patient received another inappropriate shock due to over-sensed myopotential noise. The physician elected to explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. Boston scientific technical services (ts) was contacted for data review. It was discussed that the shock was most likely delivered due to myopotential over-sensing and decreased r-wave amplitude measurements. Provocative maneuvers were performed which reproduced noisy signals and the device was subsequently reprogrammed to the secondary vector. Diagnostic imaging is expected to be performed to verify the system integrity, but has not yet occurred. Requests were made regarding the event resolution, but no further information was provided. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported. Recently, another inappropriate shock was recorded due to t-wave over-sensing. It was stated that the system is pending explant, but this has not yet occurred.